Manufacturer narrative:
It is unknown if the patient experienced a respiratory arrest or cardiac arrest. There was no code available for "extensive bleeding" during surgery.

Event description:
It was reported that there was "no adverse event while using the ktp laser for a removal of a subglottic lesion on the vocal folds and hpv nodules. However the surgeon decided to use coblation as the lesion was bigger than expected. Extensive bleeding occurred. By the time the diathermy machine was up and ready to use, as the scrub nurse could not find the right lead or put the machine on the right setting, the patient stats dropped and a code red was called." "The patient recovered and was woken up and taken to recovery. Patient recovered fully from surgery." "The surgeon and the nursing staff acknowledge that the event had nothing to do with the use of the laser." "Patient or user outcome: known status of patient is in recovery." No additional information was reported.